Manufacturer narrative:
Corrected sections as of 30-mar-2021: g3: changed date received by manufacturer from 11-mar-2021 to 04-mar-2021.

Manufacturer narrative:
Sections with additional information as of 30-mar-2021: d8: answered no. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underline root cause - mlc-20 user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer two follow-up calls to ensure that the initial concern was resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 233mg/dl. The expected fasting blood glucose test result range is 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification (kitchen). During the call a blood test was performed by the customer and produced test results of 233mg/dl fasting using the meter. The test strip lot manufacturer¿s expiration date is 04/30/2022 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).